Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, measuring greater than 2000 ohms. The health care professional (hcp) is aware this patient is known to have variable rv impedance measurements and the patient has since been seen in-clinic for further follow up and lead testing. The device system remains in-service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).